Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Method and results: device evaluation and results: explanted device images were provided which showed some scratches and blood stains. Nothing else can be determined from the explanted device images. Visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who said x-ray is consistent with loosening and deemed it insufficient for a medical review. Device history review: the review indicates that the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded the provided medical information was submitted to a consulting clinician who said x-ray is consistent with loosening and thereby confirming the event. The exact cause of the event could not be determined because insufficient information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that upon starting surgery we discovered a loose acetabular tritanium cup with a broken screw. We also noticed slight metal transfer to the biolox head. Unexplainably as there was no debris in the poly. Furthermore, there was metal transfer around the v-40 taper junction. The accolade femoral component was fixed. As per sales rep, patient was revised due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that upon starting surgery we discovered a loose acetabular titanium cup with a broken screw. We also noticed slight metal transfer to the biolox head. Unexplainably as there was no debris in the poly. Furthermore, there was metal transfer around the v-40 taper junction. The accolade femoral component was fixed. As per sales rep, patient was revised due to loosening.